Event description:
It was observed that during the device evaluation, the subject device exhibited air leak in the camera cable, video connector corrosion on electrical contacts and camera cable is crushed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air leak in the camera cable could not be confirmed and for video connector corrosion on electrical contacts and camera cable is crushed caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.